Event description:
The device was used during a hernia repair procedure. Reportedly, the product produced shavings and the insulation was damaged. The surgeon was able to complete the procedure with the device. The hospital has reported no pt injury occurred.